Event description:
Over the weekend, the md was asked to remove a catheter that had been in a pt for 8 years. The catheter was very tightly encased in calcified fibrosis in the chest wall and he was able to disengage it with much dissection. Md was able to remove it to the area of the jugular, but was unable to remove from the vessel. Md was going to refer the pt to the heart institute for removal, but was told that they will not remove the catheter and they just leave these catheters in place. Md thinks pt will need sternotomy and open heart surgery (which may be delayed due to infection). The infectious disease md wants the catheter out because they believe it is the source of infection. Catheter stuck in vessel, required invasive surgical intervention, and may be associated with pt infection and delay in other medical procedures.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.